Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that lead safety switch occurred on (B)(6) 2018 due to impedance greater than 3000 ohms. Myopotential oversensing noted on ra channel with many inappropriate atrial tachycardia response {atr). No pacing inhibition observed. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).